Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100416156 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100401425 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced erosion and recurring incontinence. Subsequently, the patient received treatment for the stricture, and the stricture resolved. The aus was removed and replaced. No further patient complications were reported.